Event description:
User received high pt calcium results for multiple pt samples on both cobas 6000 c501 analyzers at customer site. Specific pt data was not provided, however the user provided approximate calcium results for a pt stating the results were "representative of pt data". The initial results gave 10.9 to 11.3 mg per dl; repeat results from a sister hosp (methodology unk) gave less than 10.5 or 10.6 mg per dl. The initial result was reported out. The physician requested a pth test be run on this pt due to the high calcium result. Info was not provided to determine if the pt received treatment or suffered any adverse event due to pth testing or pth result.

Manufacturer narrative:
The field service rep was unable to determine a cause. He performed a system decontamination, replaced the heat cut filter, lamp and checked all water levels and cell blank. Mechanical checks, calibrations, and controls were performed to verify analyzer performance. (B) (6).